Event description:
The balloon burst during a pta procedure in a calcified iliac artery. The balloon was inflated with a manual syringe and therefore the pressure at which the balloon burst is not known. There were no adverse effects to the patient, and the procedure was successfully completed with another opta pro balloon catheter. No additional patient or porcedural information is available. The product has been returned for evaluation and testing. However, the engineering evaluation has not yet been completed.